Manufacturer narrative:
Claim# (B)(4).

Event description:
Reportedly an implantable collamer lens was exchanged. Reportedly the "patient came out fine after exchange." Attempts to obtain additional information have not been successful.